Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (investigation findings, investigation conclusions). The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured, and the procedure may need to convert to an open procedure. Based on the information available, the event cannot be confirmed and a definitive root cause cannot be conclusively determined. There is no evidence to suggest an edwards manufacturing defect. The device history record (DHR) could not be reviewed, as the device lot number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the balloon of an icf100 catheter ruptured during a robotic mitral valve repair case. Per the cardiac perfusionist, the balloon rupture was immediate and the device was swapped out for another icf100 device. The perfusionist relayed that they have done well over a 100 of these balloons with no issues. There were no abnormalities noted during inspection of the balloon prior to use. The balloon began to leak upon initial fill of about 20ml after placement/insertion. The supplied edwards syringe was used to inflate the balloon. The surgeon does not know what may have caused the balloon rupture. There was no pressure monitoring data because it occurred during initial filling. There was no calcification noted or any other notable conditions present. A new device was prepped and used without incident and the surgery was successful. There are no information regarding patient aorta size, weight, age, device lot number and no photos available.